Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the ultra14 catheter, and discarded the units she used when she acquired the infection. She thinks the infection may have been caused by cross contamination. She explained she always wears a poise pad in case of any urine leakage. Since she also has external hemorrhoids, they could also contribute to cross contamination.

Event description:
Intermittent catheter patient (user) stated she had a urinary tract infection (uti) back in may while using the ultra14 catheters from her latest order. The patient stated she did follow-up with her physician and is fine now. During follow-up, the patient stated she was prescribed an antibiotic for 7 days, starting around (B)(6) 2020, took the full course of 7 days, and recovered completely.